Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was damage observed in the area where the cartridge is loaded, causing the customer difficulty with loading a cartridge. Blood glucose level was 388 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.